Event description:
The patient came to the clinic in 2006 complaining of right sided weakness with dysarthria, sudden onset twelve days earlier. He is known hypertensive for 7 years on capoten 50 mg three times a day, tenormin 100 mg once daily modiuretic once daily and baby aspirin once daily. The patient was sent for MRI investigations and cardio-consultation. The patient came about a mo later and stenting of the coronaries was performed including stenting of the left carotid. The patient neurological status showed a slight deterioration, but the hypertension became milder in severity. The patient came about a mo laterwith progressing deterioration with difficulty in speech and spastic right hand with difficult walking, nominal aphasia, acalculia, right hemihypalgesia and hemiparesis, more the upper limb. The patient was sent for another investigation . Mra showed complete occlusion of the left ica and partial of the proximal segment of the eca. Considering the progressive deteriortation of his neurological course, carotid atherectomy of the left ica was advised.